Event description:
A patient was in asystole and a staff person from the hospital staff claims there was no alarm on the monitor of the central station.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.